Manufacturer narrative:
Concomitant: product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3387s-40, lot# v878980, implanted: 2012-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that an elective replacement indicator (eri) was seen on the implantable neuro stimulator (ins) on the left side of his body. The patient checked the ins on the right side and confirmed that he was not getting eri on that side. The programmer was dropped and the patient wondered if that was what caused this. The patient expressed ins longevity dissatisfaction as he was told that based on his settings his battery should last him 6-7 years. The patient contacted his health care provider (hcp) and was to have surgery on (B)(6) 2015 to replace the battery in the left side of his chest. No patient symptoms were reported. The indications for use (ius) were unknown.